Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had read inaccurately high. The pt tests her blood glucose 8 times a day. She tests before and after meals, before bedtime, and she is experiencing symptoms. She manages her diabetes with lantus insulin and sliding-scale novorapid insulin. The pt indicated that the alleged issue started four days prior to contact to lifescan, at an unspecified time. At 7:47 am that morning, the pt obtained a pre-breakfast meter reading of "24.3 mmol/l". Her usual morning blood glucose readings are around "7.0 and 9.0 mmol/l". At that time the pt reportedly felt thirsty, but did not think her blood glucose level was that high. Based on the meter reading and what she was planning on eating for breakfast, the pt took 14 units of rapid insulin. At 8:15 am, the pt proceeded to eat a normal-sized breakfast. After breakfast, the pt went grocery shopping at an unk time. While shopping, the pt claimed that she started to feel low and had symptoms of tingling lips and feeling tired. The pt reportedly administered self-care by eating a snack and then went home. Around noon that same day, the pt tested her blood glucose and got "6.6 mmol/l" but was reportedly feeling low. The pt claimed that based on her symptoms, she felt more like her blood glucose level was around "4.0-5.0 mmol/l". After testing, the pt took an unspecified dose of novorapid insulin based on an insulin: carb ratio. Her insulin: carb ratio for lunch is 8 carb = 1 unit. The pt then ate lunch with a friend and was unable to recall specific details of what occurred afterwards. According to her friend, the pt reportedly tested her blood glucose "after eating" and got a result of "1.5 mmol/l" which she also felt was inaccurately high. The pt claimed that at "1.5 mmol/l", she is still conscious and has time left to act and treat herself. Her friend mentioned to her that she took "extra insulin"; however, the pt was unable to recall taking more insulin and believes that since her blood glucose level was low, she was not thinking straight. The pt indicated that she passed out and fell into a "diabetic coma". Her friends called paramedics who reportedly treated the pt with IV glucose sometime between 1:00-2:30 pm. After she was "stabilized", the pt refused further treatment and declined to be brought to a hospital. The pt mentioned that her doctor advised her on an unspecified date/time to no longer use the reported meter. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she passed out and rec'd IV glucose treatment from paramedics after taking insulin based on meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.